Manufacturer narrative:
The patient and device codes were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.